Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a right hip revision was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. There has been no revision procedure for the left hip. A review of invoice history confirmed the initial surgery dates; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a right hip revision was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. There has been no revision procedure for the left hip. A review of invoice history confirmed the initial surgery dates; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain, leg length discrepancy, loose acetabular component and acetabulum wear. Operative report noted the presence of a loose acetabular cup due to lack of bony ingrowth, fractured acetabular wall, corrosion at the trunnion, bone loss. The modular head, taper adapter and acetabular cup were removed and replaced with competitor's acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 3 of 7 mdrs filed for the same patient (reference 1825034-2014-02799/02805).